Event description:
It was reported that a tsb35 was used during an unk procedure. It was reported by the affiliate that the instrument didn't fire the staples during the surgery. There was no consequence to the pt. 9/17/1998 received ez35b for analysis, originally reported as a tsb35.